Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of an unknown medication with a spectrum iq pump, an unspecified problem related to titration of medication occurred. It was reported the pressure of the patient was ¿low¿ and there was ¿no response¿ when the nurse titrated the medication. It was reported the nurse continued to increase the medication a ¿couple of times and then the blood pressure spiked extremely high¿. The nurse reported it ¿appeared as if the pump gave a large dose of the medication instead of slowly infusing¿. It was reported the IV bag was ¿sucking in¿ prior to the bolus. No alarms were disabled, and ¿it happened on different types of IV lines¿. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.